Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Model number additional 501(k) is k171996. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a px600i had leakage. Issue was noticed after connecting the device to an external ventricular drainage and flushing. Leakage was likely saline, but could have been a small amount of cerebral spinal fluid. Upon investigation, the rn discovered that the distal end of the transducer spun freely. At this point, she attempted to tighten the connection but could not. Another set was opened to resolve the issue. There were no patient injuries.

Manufacturer narrative:
One flothru dpt (differential pressure transmitter) with bonded stopcocks was returned for evaluation. The reported issue of leakage and that the transducer spun freely was confirmed. Leakage was detected from the one way stopcock bonded connection with the dpt. The lock nut of the one way stopcock was still bonded to the dpt housing female luer but the male luer had been completely broken. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. The potential root cause for the issue was attributed to manpower. As part the manufacturing process, 100 percent of the units are visually inspected. A device history record review was completed and documented that device met all specifications upon distribution.